Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device "came apart." It is known that device was being used during surgery, but no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.